Event description:
Per the clinic, the patient experienced poor sound quality with device use. Reprogramming attempts were made; however, the issue could not be resolved, subsequently resulting in the decision to discontinue use of the device. There are no plans to explant the device as of the date of this report, (B)(4). The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.